Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in was damaged. The following information was provided by the initial reporter: it was reported that IV¿s that had good blood return blew veins, one catheter was not intact when taken out of the patient, and feels like the sheath is shredding when advanced. Detail: after 2 weeks of using these catheters, the three lot numbers were associated with higher IV attempts. The staff report that the sheath does not advance easily over the needle. This has resulted in IV's that had good blood return, blowing when flushed. One catheter was not intact, when take out of the patient. Experienced rns, said "it feels like the sheath is shredding when I advance". Number of occurrences: 22.0.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review for lots 0265143, 0080379, and 9155710 showed no non-conformances associated with this issue during the production of these batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 0265143. Medical device expiration date: 2023-08-31. Device manufacture date: 2020-09-21. Medical device lot #: 0080379. Medical device expiration date: 2023-02-28. Device manufacture date: 2020-03-24. Medical device lot #: 9155710. Medical device expiration date: 2022-05-31. Device manufacture date: 2019-06-04. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in was damaged. The following information was provided by the initial reporter: it was reported that IV¿s that had good blood return blew veins, one catheter was not intact when taken out of the patient, and feels like the sheath is shredding when advanced. Detail: after 2 weeks of using these catheters, the three lot numbers were associated with higher IV attempts. The staff report that the sheath does not advance easily over the needle. This has resulted in IV's that had good blood return, blowing when flushed. One catheter was not intact, when take out of the patient. Experienced rns, said "it feels like the sheath is shredding when I advance". Number of occurrences: 22.0.